Event description:
It was reported that the bd syringe 1ml ll bns had silicone visible. The following information was provided by the initial reporter: we hereby submit our findings at the end of batch, as agreed upon. All deviations were found during packaging, prior to sterilization. So prior to use, so no medication and no patients are involved. Article code: 309648, 1ml bulk ns ll. Batches: 4123603. Event date: 20/03/2025. Staxs complaint ref: (B)(4). Deviations: first, I would like to notify you that we see an overall decline in quality. The total number of deviations is increasing but also the type of deviations is worrying. They are too obvious. Scale marking issues were minor in the past, now many do not look good at all. In the past we had a reject rate of (B)(4) and now it¿s like (B)(4), a tenfold. 40 x visible silicon oil, 45 x crooked plunger, 45 x brown stains, 51 x missing plunger (just the piston). 39 x hazy piston, 1 x double stopper in piston, 6 x embedded air bubble. 850 x syringes with scale marking issues à double scales, missing scales, missing numbers, missing lines, and lot of crooked scales.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR - silicone visible. One hundred and eighty-one syringes from batch 4123603 were received and evaluated. All samples were received loose in ten smaller bags. No excessive silicone was observed, and those samples were deemed acceptable. However, multiple non-conformances were identified: fifty-one syringes were missing plungers and stoppers, forty-five syringes had bent plunger rods, twenty-eight syringes showed brownish discoloration consistent with embedded foreign matter, and three syringes had air bubbles. Additionally, nine syringes had scuffed barrels causing a hazy appearance, and one had two stoppers inside the barrel. Printing defects were also noted, including twenty-two syringes with missing scale markings, twelve syringes with smeared print, twelve syringes with misaligned zero lines, and two with double print. These conditions are non-conforming per product specifications. The embedded foreign matter and air bubble defects are likely related to the molding process. The embedded material is most likely degraded plastic, which can occur when resin is exposed to prolonged high temperatures inside the molding machine, such as during start-up. This is considered a cosmetic defect and does not pose a risk to the customer. Air bubbles may result from water particles entering the mold, vaporizing, and becoming trapped in the part. Scale marking defects are associated with the marking process. Defects such as missing or damaged plungers, damaged barrels, and missing stoppers are linked to the assembly process. A notification was issued during production for the smeared print and stopper defects, and a requalification was performed to clear the line. However, a limited number of defective units may have escaped detection. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.